Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice due to high blood glucose. The high blood glucose was caused by bent infusion set cannulas. The customer's first hospitalization was in late july and her blood glucose was 348 mg/dl. She was in diabetic ketoacidosis. The second hospitalization occurred one month later; it was due to borderline diabetic ketoacidosis and a blood glucose of 178 mg/dl. Both hospitalizations the customer was treated with fluids. No products were returned and a replacement infusion set was shipped to the customer.